Manufacturer narrative:
(B)(4) h6: proposed code: mechanical (g04) - drill. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the glenoid reamer was not sharp. No complications, injuries, or surgical interventions were reported, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of returned product. Visual examination of the returned product identified signs of use as well as wear and tear. The connecting feature of the device shows signs of wear with scratches and knicks. The handle of the reamer has knicks and spots from use. There are scratches around shaft of the reamer. The head of the device also shows knicks and scratching on the blades. Measured overall length of the reamer to confirm the device is conforming to print specifications. The device has a possible field age of 5.5+ years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided.a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.